Manufacturer narrative:
Date of event is estimated. (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy in their right food following a fall in february. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the s1 lead was explanted and replaced addressing the issue. Reportedly, adequate therapy was confirmed post op.